Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), product type: extension; product ID neu_unknown_lead, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s ¿whole device, including the leads and extensions¿, were not working. The system was subsequently replaced. There was no patient injury or harm. It was additionally noted that following the explant, there were "parts of leads". It was unclear what this meant. A follow-up exam was reportedly performed and the reporter assumed it turned out ok since there hadn¿t been any communication from the healthcare provider or patient afterwards. Information was being obtained about what the ¿malfunction¿ of the device was, as well as on information to provide additional context to the event. A supplemental report will be submitted when this information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The battery was at normal end-of-life. Telemetry and output were okay. Analysis of the extension (s/n (B)(4)) found no anomaly. Analysis of the extension found (s/n (B)(4)) found no anomaly. Analysis of one of the leads found all conductors were broken 4.9cm from the proximal end. Analysis of one of the leads found no significant anomalies. The # 0, # 1, and # 3 conductors were broken (overstress damage) at the conductor weld sites in the connector end.

Event description:
Additional information was received which reported that after the device quit working, it underwent an "inspection" during which it was discovered that one of the channels was "disconnected". This was reportedly the reason for the replacement.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), explanted: (B)(6) 2014, product type: extension; product ID neu_unknown_lead, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.